Event description:
Initial info was rec'd on (B)(4) 2013 from a consumer. This female consumer used colgate zig zag ab toothbrush and the bristles were breaking and she experienced discomfort during brushing. Add'l info was rec'd on (B)(4) 2013 from the consumer. She began using the toothbrush about two months prior to this report in (B)(6) 2013 and brushed twice a day. Her discomfort during brushing began on an unspecified date. She reported the bristles were breaking and one got stuck in her throat causing vomiting on (B)(6) 2013 at which time she discontinued using the toothbrush. She saw her doctor on (B)(6) 2013 and an endoscopy was performed on an unspecified date. The results of the endoscopy have not been reported to her doctor. At the time of this report, the consumer had recovered. (B)(4).